Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six days post implant the patient experienced perforation causing pericardial effusion and pneumothorax. Dislodgement and a sudden increase in thresholds were noted on the right ventricular (rv) lead and a mode switch. Possible atrial undersensing was also noted on the right atrial (ra) lead on electrograms (egm). The patient received a pericardial tap and the rv lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.